Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent energy issues while cauterizing. The device quit working and had to wait quite a while to begin cauterizing. Polyfuse was in effect. They were able to finish the case with the same device, no issues or harm to the vein or patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent energy issues while cauterizing. The device quit working and had to wait quite a while to begin cauterizing. They were able to finish the case with no issues or harm to the vein or patient.